Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the top of the monitor housing was separated. No other details regarding the nature of the event were provided. Since this event occurred during routine testing of the device, there was no pt involvement during this event.